Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The information included in these fields was inadvertently omitted from the initial medwatch report. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken resulting in a purple image, and the light guide bundle of the video cable section was broken resulting in the light transmission to be lost or be too low. Based on the results of the investigation, it is likely the color overlay/purple image occurred due to a broken charged coupled device. Additionally, it¿s likely the light transmission was lost or too low due to the broken light guide bundle of the video cable. A root cause of these events could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the subject device presented color overlay in the image during preparation for an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device presented color overlay in the image during preparation for an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to h7 and h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.